Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 100 mcg/day a intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that actual reservoir volume (arv) was greater than expected reservoir volume (erv), arv: 20ml and erv: 7.1 ml. The hcp stated the pulled back close to what they expected during the last refill, date: (B)(6) 2018, arv: 7.1 ml and erv: 6.1ml. Patient did not have any withdrawal symptoms. They refilled the pump today and dropped the dose to 100 mcg/day. While the patient was at the table, the patient became drowsy so they decided they would stop the pump for the time being. They would decide if they want to remove or replace the pump in the future. They were thinking since the patient did not have any withdrawal symptoms these past 6 months, the did not think the patient would need the pump. The hcp called back with the pump off form and was wanting assistance turning off the pump. The manufacturer representative (rep) called in and stated that the hcp only got back 10 cc when they re-accessed the pump reservoir this afternoon so there was a 10 cc pocket fill. Patient was going to the hospital via the ambulance. Airway, breathing and circulation (abc) was needed to be supported per the rep so they were going to also do that and the rep was hoping the patient would be fine. The hcp had been managing patient's pumps for years so the nurse was upset that this occurred. The rep called back stating they pulled back 3 cc in the pump pocket so they were thinking there was a partial pocket fill. The patient was hard to arouse at this time so they were going to intubate her and would be bringing here to the intensive care unit (ICU). They were thinking about removing the pump possibly tomorrow and she was told to contact the manufacturer to interrogate the pump prior. The rep called to update that aspirated patient's pump and only got 10cc out 20. They confirmed it was pocket fill. Pocket absorbed 7cc of 10 cc and patient was doing fine now. They decide not to intubate patient. The rep sent an email stating she was wrong, the patient was intubated overnight and extubated, 6 hours later. The rep did not see chart but talked to the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the catheter was explanted on (B)(6) 2019. The patient's husband was taking the pump so it would not be returned to the manufacture. The pump was shut off when the rep interrogated it on an unknown date. A new pump and catheter were implanted on that day.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from our business partner reported the pump logs and programming were checked, and a pocket fill was ruled out. A catheter occlusion was reported. The hcp was tapering (titrating) the patient down to remove the pump. The patient left the clinic with her caregiver and went to lunch. By the end of lunch, the patient seemed to have symptoms of an overdose (could not stay awake) and was drowsy and lethargic. The managing physician and ER (emergency room) staff (an overdose specialist as well) began monitoring the patient and troubleshooting the situation. The hcp was thinking about removing the pump and the medtronic field representative was asked to interrogate the pump, however, the pump had already been permanently disabled and was currently not functioning. The field representative indicated it would be good to try to aspirate the catheter before explanting to see if they could collect product to be sent for product analysis. The pump was still implanted. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient went in for a pump refill, on (B)(6) 2018, and 21 cc was withdrawn from the port. Nothing was reported in the logs. The patient denied any withdrawal symptoms since the last refill. The dose was lowered to 100 mcg/day, and the patient went home to decide whether or not they wanted to have the pump replaced or removed. On the same day, the patient called the office and reported they were feeling drowsy. At the time the hcp thought that after having the pump filled the kink or occlusion resolved and started delivering the medication. The dose was set at minimal rate of 12.1 mcg/day. The patients spouse was concerned about the pump not working and asked that it be disabled. Tech services was called and they felt that it was a catheter issue but sent consent to have signed, so the pump could be disabled. The pump was disabled and the hcp decided to access the side port to remove the medication from the catheter. A catheter access contrast study was performed and the hcp was unable to withdraw the medication and only got air bubbles. The patient was admitted and they used a ventilator for six hours due to the patient being very drowsy and sedated. The patient was going to be discharged the next day but the patient requested to stay longer to be observed. The outcome indicated the event resolved without sequelae on (B)(6) 2018. The etiology indicated the event was possibly related to the device or therapy and was not related to the implant procedure.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving lioresal at 2000.0 mcg/ml and 12.1 mcg/day.